Manufacturer narrative:
(B)(4).

Event description:
A patient was treated with continuous renal replacement therapy (crrt) involving a prismaflex hf1000 set. No defect was observed on the prismaflex hf1000 set in connection to the priming and treatment start. After 2 days of treatment, an effluent leakage was observed on the left upper pump, due to, as reported, a slice on the effluent pump segment of the set. Reportedly, a puddle of approximately 100 ml of effluent fluid was observed on the floor. The treatment was discontinued and the extracorporeal blood circuit was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.